Manufacturer narrative:
Date of event: exact date unknown, event occurred about a year after it was implanted. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218700, model: sc- 2218-70, serial: (B)(4), batch: 18518676/18066347.

Event description:
It was reported that the patients implant was not helping with the pain. The patient underwent an explant procedure. No further information could be obtained despite good faith effort.